Event description:
Revision surgery - the pt had laxity and knee pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and joint laxity after 5.9 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 17th complaint for this part number: ten infections, three stability/poor joint, one loose, one had thread damage, and one for surgical technique not being followed. This is the first complaint for this lot number. The root cause for the pain was most likely due to joint laxity. The cause for the laxity was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.